Event description:
The hcp reported that the device was explanted due to meningitis. The hcp reported that the meningitis developed after csf leak, exudation of fluid and opening of wound closure. Streptococcus was identified in a cerebrospinal fluid sample collected from the catheter access port and antibiotic therapies were given but failed. After explant, meningitis disappeared and the patient recovered. The hcp speculates that the meningitis is possibly attributable to inappropriate post-surgical physical exercise by the patient who is an active person.